Manufacturer narrative:
Upon completion of the investigation it was noted that the device retuned was that of product code (B)(4) and not that of (B)(4) as initially reported by the customer. A visual examination revealed that the valve casing was cracked. The x-ray dot was dislodged and the spring was imbedded into the cam mechanism therefore; the cam position/pressure could not be determined. Upon further it was found that the there was a bump mark in the valve casing, which might suggest that it is possible that the device was subjected to some form of impact causing the cracked condition of the device. This however could not be confirmed. Also noted was that the cam mechanism was also damaged. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Enhancements were introduced to this design in the 2004-2005 timeframe, which was designed to minimize this type of dislodgment. Based on the review of the lot records, it was determined that this device was manufactured prior to the enhancements. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The patient reported symptoms of headaches. They tried to adjust the valve to another pressure but without success, thus they decided to explanted it and replace it with a new one.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.